Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007777. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-01-07. Medical device lot #: 9210374. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-07-29." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was low draw of blood with a bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when collecting blood with butterfly needle, tubes didn't draw sufficient volume of blood.

Event description:
It was reported that there was low draw of blood with a bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: when collecting blood with butterfly needle, tubes didn't draw sufficient volume of blood.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.